Event description:
Int'l ((B)(6)) complaint received reporting component breakage issues with initial use of one (1) (B)(4) catheter. It was reported (translated) "in cardiac surgery room. Pt have been lying down on the operating table, (B)(4) pipe break... Not reached the position yet." No adverse pt consequences reported. The catheter was pre-tested where no issues were encountered. Device return: one (1) used (B)(4) catheter was returned for eval.

Manufacturer narrative:
MFR investigation and analysis: visual inspection and analysis of the returned used catheter recorded extensive component damages including, split cable, exposed/damages wires as well as damage to the catheter tubing with evidence of pinching force (suture). Additionally, the returned catheter device thermal connector was missing (broken off) and not returned. Based on the visual inspection of the "as received" catheter device the reported issues were confirmed. Engineering analysis: the engineers analysis report determined the root cause(s) of the extensive catheter/component damages was a result of excessive force/incorrect technique. Record reviews: a review of the mfg lot database for the reported lot #14-925-sj (mfg date 05/2012) shows (B)(4) units were mfg, tested, inspected, and released. There were no exception documents generated during the mfg lot build cycle. Findings: based on the visual inspection of the "as received" (B)(4) catheter device the reported component breakage/damage issues were confirmed. The cause of the damage was attributable to excessive force/incorrect techniques. The investigation findings have been communicated to the international distributor and service rep for review and f/u with the facility.